Event description:
It was reported that a patient underwent a robotic myomectomy procedure on an unknown date and a fibrin sealant preparation device was used. They tried to use the device, and it wouldn¿t release the caps. The procedure was completed with another like product. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify, was this a connectivity issue (user being unable to detach the dual applicator to connect the laparoscopic tip)? If no, please clarify what the issue was. The white plastic tip that comes on the product when you take out of the box was what they could not get to come off on all the product opened so the lap tip was never able to be applied. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Staff in the room were familiar with the product and it has been used before. How many times have they applied the laparoscopic tip? Staff in the room were familiar with the product and it has been used before. Was a sales representative present during the case when the issue was experienced? No there was no rep present. Please confirm, was b4yde00341 the lot number in all affected units? If no, please provide the lot number of each involved/damaged device. Unable to confirm the lots due to the device being contaminated however all the product in the freezer had the same lot numbers and date so we are thinking yes, they are the same but can¿t confirm 100%. Were there any unexpected outcomes or complications as a result of the event? No adverse outcome to patient other than delay while playing around trying to get product to work. Are there pictures of the damaged devices available? No. The following information was requested, but unavailable: was any leakage or product solution observed at the luer locks connection? Event related to mw # 2210968-2022-04599, mw # 2210968-2022-04600, mw # 2210968-2022-04601. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Expiration date, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h4. Device manufacture date. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken and the luer locks damaged was returned, in addition the pre-filled syringe fill with water. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: g4. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.